Event description:
A surgeon reported that the cutter rate changed form 3000 to 2500 cpm (cuts per minute) and the black connector of the cutter was not recognized during a procedure. The case was able to be completed after the cutter was exchanged. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).